Event description:
The cardiologist reported the patient had developed an infection at the battery site subsequent to a recent thoracotomy (exact date was unknown, but had occurred approximately two months ago.) The hcp had contacted the company to verify product identify after x-ray analysis (date unknown), had shown "a connection point" and the patient had reported implant of a medtronic scs "device from the 80's." Review of the company device registration system revealed only cardiac products registered for the patient. Based on the description of x-ray findings provided by the physician, the unit was assumed to be from the itrel bran product family. The battery would be removed to prevent the infection from traveling along the lead. The physician anticipated the scs extension would be cut and capped with either medical adhesive or an accessory boot at the time of battery removal. The patient would be referred to a neurosurgeon to explant the lead. Additional information was requested from the physician.